Event description:
It was reported that during a transurethral lithotripsy two fibers broke after 5 or 6 times of use. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
This report is related to 2124215-2022-40410.

Event description:
It was reported that during a transurethral lithotripsy two fibers could not fire after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the experience. Although it was previously reported that the fibers were broken, it was confirmed that there was no physical damage to the fibers used. A different device was used to complete the procedure and there were no patient complications reported. Fiber 2 of 2.

Manufacturer narrative:
This report is related to 2124215-2022-40410.

Event description:
It was reported that during a transurethral lithotripsy two fibers could not fire after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the experience. Although it was previously reported that the fibers were broken, it was confirmed that there was no physical damage to the fibers used. A different device was used to complete the procedure and there were no patient complications reported.

Event description:
It was reported that during a transurethral lithotripsy two fibers could not fire after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the experience. Although it was previously reported that the fibers were broken, it was confirmed that there was no physical damage to the fibers used. A different device was used to complete the procedure and there were no patient complications reported. Fiber 2 of 2.

Manufacturer narrative:
This report is related to 2124215-2022-40410